Event description:
Following the information reported by the customer, the hook of the reacher fell on the caregiver. The caregiver sustained scratch on the head. The ceiling lift was use with the patient. Details about the ceiling lift and the event are unknown. The customer refused to provide any further information. The customer did not provide the maxi sky 440 nor the reacher for inspection; therefore, it could not be confirmed whether they had any failures.

Manufacturer narrative:
The reacher involved in the event is the accessory manufactured by agencinox, distributed by arjo together with arjo maxi sky 440 ceiling lift. The hook and the reacher rod are two magnetically connected components. If the hook detaches when the ceiling lift is connected to the track, it leads to the ceiling lift falling; however, this was not reported by the customer. According to the information provided, the ceiling lift was in use with a patient at that time. This may indicate that the part of the reacher that detached was not the hook, as stated by the customer, but the rod. If the rod is not removed before using the ceiling lift (as per the dedicated instructions for use), it may disconnect. However, the customer refused to provide any details regarding the event. The customer only mentioned that the event "probably happened because it was a new caregiver and she was not trained." However this statement could not be confirmed. Based on this limited information, it cannot be determined what the consequence of the reacher's component disconnection was. Arjo maxi sky 440 ceiling lift together with the reacher accessory was used with the patient. The reacher's component detached therefore it can be stated that the device did not meet the specification. The complaint decided to be reportable due to the reacher's component detachment. However, it is not certain whether it was the hook, as initially claimed by the customer, or the rod, as indicated by the collected information. If more information becomes available, the investigation will be updated and the follow-up report will be sent. The maxi sky 440's serial number was not provided therefore the manufacturing date, model number, UDI could not be checked. H3 other text: not made available by the facility.